Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and two (2) controllers (B)(6) were not returned or evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several motors start events recorded between 07/feb/2022 at 16:55:16 and 15/jul/2024 at 19:03:04, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed one (1) controller power-up with an associated motor start event on 28/nov/2023 at 06:34:53. The data point prior to the loss of power revealed that bat (B)(6) was connected to power port one (1) with 65% relative state of charge (rsoc) and bat (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that bat (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately twenty-four (24) seconds. No anomalies were observed leading up to the loss of power. Log file analysis associated with (B)(6) revealed one (1) controller power-up with an associated motor start event was logged on 28/dec/2023 at 10:22:29. Various parameters, including time, patient ID, and pump ID, were programmed prior to the power-up event, indicating that the power-up occurred during the initial programming of the controller. Log file analysis also revealed twenty (20) additional controller power-ups with associated motor start events between 13/jan/2024 at 01:04:57 and 15/jul/2024 at 19:02:34. Of note, the data log file covering the seventh to sixteenth, and nineteenth power-up events was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. No anomalies were observed leading up to the remaining power up events. During power up events, the controller was without power for an average of thirty-three (33) seconds. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 15:17:06 and on (B)(6) 2024 at 11:27:08. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the ons et of the alarm was higher than the set speed and the alarms cleared within one (1) second. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log files revealed two (2) vad stopped alarms on (B)(6) 2024 06:09:16 and (B)(6) 2024 11:26:50, indicating that the pump failed to restart after multiple attempts. The log files recorded the pump's power consumption was significantly above normal operating range during the failed motor start events, which required more current from the batteries. Furthermore, log files revealed one (1) power disconnect alarm on (B)(6) 2024 at 11:27:26 involving bat (B)(6) . During the power disconnect alarm, a saw value was recorded indicating an over current alert. Log file analysis also revealed two (2) controller fault alarms were logged on (B)(6)2024 at 11:26:22 and on (B)(6)2024 at 19:02:42. The controller fault alarms were due to a power out of range condition due to bat(B)(6) and bat(B)(6) approaching 0% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc (or a capacity below 12 volts). During this period, a safety alert word (saw) value was recorded on bat(B)(6) and bat(B)(6), indicating an over current alert. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above the normal operating range leading up to the power disconnect alarms and controller fault alarms, it is expected that the batteries would be able to provide power to the controller for a shorter period of time. As a result, the reported failure to restart, atypical motor start parameters, loss of power, power disconnect and controller fault alarm events were confirmed. The reported electrical fault alarm could not be confirmed. Possible root causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms and the observed high power can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21(subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the atypical motor start parameters and failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the losses of power can be attributed to a controller exchange, an intermittent disconnection on one or both power sources and/or disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the available I information, the most likely root cause of the reported power disconnect alarms, controller fault alarms, and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Additional products: (B)(6) h3: yes (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 1642t lead implanted on (B)(6) 2007, 1458q lead implanted on (B)(6) 2014, 7120q lead implanted on (B)(6) 2015, 5019 crf adapter implanted on (B)(6) 2016, 6721m-50 lead implanted on (B)(6) 2019 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 23-apr-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 11-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two controllers exhibited an unexpected loss of power and one of the controllers also exhibited power disconnect and controller fault alarms although the patient did not hear any alarms. Review of log file data revealed motor start events with parameters outside of the typical range and failed motor start events. The patient was noted to be elderly and has dementia. This ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the first loss of power was associated with a controller exchange. The second loss of power was associated a double disconnect of power sources by the patient which was attributed to confusion and the patient's dementia. The failed restart attempts were found during log file review at a routine clinic visit. The patient had not been aware of any alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.